Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue and verify the issue through the device's electronic records. Physio observed that the battery pins in battery well # 2 were loose. Physio replaced the rear case of the device to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while transporting a patient in cardiac arrest, their device powered itself off. The device again powered itself off while at the hospital attempting to download patient data from the device. There were no reports of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.